Event description:
Patient (user) reported he experienced bleeding while using cs14c and went to the hospital on (B)(6) 2018. He reported that after scanning his bladder they found it had been scratched. He was admitted and kept overnight for observation. The patient thinks the scratching happened because the catheter might not have had enough lubricant on it or because the tip was a coude. Patient reported he continued to experience bleeding while using cs14c and visited the hospital on (B)(6) 2018. He was treated and released the same day. The patient reported he was prescribed nitrofurantoin because he had contracted a bladder infection from the scratching. Patient has changed to a straight tip catheter.